Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the stomach around the esophagus on a laparoscopic paraesophageal hernia repair nissen fund oplication, then device was working fine. On the 5th reload which would be the ten toggles (needle pass), the second bite cause the tissue to get stuck inside the hole where the needle was seated and they had difficulty removing it. It took several minutes to finally release it using a grasper without causing damage to the tissue. A new instrument was used to finish the case. There was no patient injury.